Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's thermal event. The manufacturer received information alleging that the device caught fire and device is not turning on. There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.